Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is over-delivering insulin. The blood glucose reading is 146 mg/dl. The insulin pump recorded 3.7 units for delivery; customer was expecting less than one unit. Customer did not delivery bolus. Physician recommended that she change the carbohydrate ratio from 1.6 to 1.5. Customer stated that the insulin pump is not working correctly. Nothing further reported.